Event description:
A leak was discovered in the PICC catheter during a PICC dressing change. There was a small hole in the catheter in the external portion near the hub. The physician was notified, the PICC was discontinued and the tip was sent for culture.